Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed and indicated that it was due to insulation abrasion on the trilumen insulation through to the lumen. An insulation abrasion through to a sensing conductor may result in noise being sensed by the device. The abrasion appeared to be due to lead-on-can interaction, within the pocket area, coupled with movement (lead-on-lead abrasion cannot be ruled out, however).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This rv lead was explanted. No additional adverse patient effects were reported.